Event description:
It was reported that the bottom trigger of a system 7 dual trigger rotary was allegedly sticking at the user facility, a condition in which the device has the potential to run without user activation. No patient involvement was reported. No further information was provided by the user facility.

Event description:
It was reported that the bottom trigger of a system 7 dual trigger rotary was allegedly sticking at the user facility, a condition in which the device has the potential to run without user activation. No patient involvement was reported. No further information was provided by the user facility.

Manufacturer narrative:
The reported run-on was duplicated by a manufacturer repair technician through functional evaluation. Upon disassembly, the trigger shafts were found to be corroded, which can cause the reported event.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is complete. The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is complete.